Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3093-28, lot# v741028, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v763571, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a shocking sensation in the buttock. Impedance measurements were not taken. The patient did not experience symptoms when the implantable neurostimulator (ins) was off. There were no falls/trauma that could be related to the issue. The patient was home in the kitchen when she received a positional severe shock. They turned the ins off and experienced immediate relief. This was considered a sudden change in therapy/symptoms. After follow-up with the rep, it was reported that the patient was seen on (B)(6) 2015 for programming. The device was reprogrammed with the original settings taken from the patient's chart. Impedances were run showing all circuits were running normally. The patient was feeling the stimulation normally with no shocking sensation. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.